Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached x-ray image confirmed a dislocation event. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: he product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of corail-pinnacle ceramic on poly total hip prosthesis at scub. The patient had the initial implantation in 2012 at a clinic in (B)(6) of a corail - pinnacle with ceramic head and marathon polyethylene (cup size 50, liner +4 10 degrees and ceramic head size 32 +1) in the right leg. In 2018, she received on the same side a total knee prosthesis at a different hospital (brand and size unknown). She complained of hips instability (described by the surgeon as potential recurrent anterior dislocations) and presented to the hospital with the hip dislocated anteriorly. During the surgery it was noticed that the patient musculature was greatly diminished and the decision was to change the ceramic head with a metal head size 32 +5 that stabilized intraoperatively the patients hip. The surgeon also made the observation that around one year prior to the revision the patient underwent a pituitary adenoma removal that resulted in losing 30 kg in weight. After explanting the ceramic head it was noticed that one side of it had significant scratching possible as a result of recurrent dislocations.